Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: unknown.

Event description:
It was reported that pre-surgery it was found that the robotic assisted saw interface devices 2 right and two left were loose where they attach to the saw handpiece. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: visual analysis of the returned sample revealed that left-sasi exhibits an overall worn appearance consistent with multiple uses in a clinical setting. No visual defects that could have contributed to the reported event were observed. Functional evaluation was performed. It was found that although the left-sasi saw clamp lever was able to articulate, there was resistance in the lever even without the saw wing fixture engaged. While attempting to assemble with the saw wing fixture became increasingly stiff and was difficult to close with the saw wing fixture engaged. Once assembled no undesired movement or play between the saw and sasi or within the sasi itself was noted. The assembly was secure and rigid. However during disassembly the sasi lever was equality difficult to open. Galling is suspected to have occurred internally between the lever pins and the lever component causing the internal metal components to begin to seize. As a result, the sasi is difficult to assemble and disassemble with the matting component. The overall complaint was not confirmed as the observed condition of the velys saw interface left would not have contributed to the complained device issue.¿the assignable root cause is due to maintenance and cause not established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.